Event description:
It was reported that the lead had loss of capture. The patient is a participant in the (B)(6) study. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B)(4): the actual device was not received for evaluation. Performance data were collected from the device and analyzed. No anomalies were found. Loss of capture was noted.